Event description:
Medwatch report explained that during operative procedure, a screw fell out of the leskell (surgical instrument) and into the operative site. Screw was retrieved, and instrument was removed from service. It was also reported that the patient was fine as no additional steps were taken. Patient was discharged as scheduled.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.